Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/25/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information. What was being done when the sutures broke (removal from package /during passage through tissue/ during tying / post-op)? What is the total number of products involved in this event? Did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). What is the lot number? Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The following additional information was received: the 4.0 pds stock we have had for the last few weeks have been really unreliable. They snap constantly, even on low tension areas. The majority of doctors and surgical nurses that have used them have complained that they are faulty and therefore we have emptied them from all theatres. This a commonly used stitch and is usually very consistent and reliable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke. The sutures seem faulty, they are not as strong as normal, they keep breaking. There were no patient consequences reported. Additional information was requested.